Event description:
The death of this patient was discovered during the investigation of a separate event. The device had been implanted for less than one year. The patient expired greater than two years ago, on (B)(6) 2009. No reasonable contacts are known. No complaints, allegations, or previous contacts regarding the device system have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.